Manufacturer narrative:
The authorized representative reported that the user was hospitalized due to a brain-related incident. No diagnosis was provided. The event occurred on (B)(6) 2025. The event was not related to diabetes or glucose measurements. According to the notes, the user is currently not using the system because the transmitter was discarded by the nurse.

Event description:
Senseonics was made aware of an incident where authorized representative reported that the user was hospitalized due to a brain-related incident. No diagnosis was provided. The event occurred on (B)(6) 2025. The event was not related to diabetes or glucose measurements. According to the notes, the user is currently not using the system because the transmitter was discarded by the nurse.